Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with scd pump. The customer states at the time of inspection, a power issue was confirmed; it seems the inner wire of power cable was broken. The inner copper wires are exposed but not cut or damaged. There was no pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.